Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the freestyle libre 2 sensor. The caller reported that customer was already in a medical facility, and was checked on by nurse who found her sleepy and difficult to wake. A sensor scan of 80 mg/dl was obtained compared to a hospital meter result of 41 mg/dl. The nurse treated the customer with jam, compote, soda, and sugar. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There is no report of death or permanent injury associated with this event.

Event description:
A caller reported, a high reading issue with the freestyle libre 2 sensor. The caller reported, that customer was already in a medical facility, and was checked on by nurse who found her sleepy and difficult to wake. A sensor scan of 80 mg/dl was obtained compared to a hospital meter result of 41 mg/dl. The nurse treated the customer with jam, compote, soda, and sugar. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided. Extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. Clinical data was reviewed and confirmed, that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed, and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined, that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4: was updated to unk.